Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and fentanyl all at unknown doses and concentrations via an implantable infusion pump for chronic low back pain and non-malignant pain. It was reported that the patient developed spinal meningitis after the pump was replaced. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8703, lot# j94137459, implanted: (B)(6) 1994, explanted: (B)(6) 2003, product type catheter. Information references the main component of the system. Other relevant device(s) are : product ID: 8703, lot# j94137459 ,ubd 1996-05-28 UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.